Manufacturer narrative:
External insulation abrasion was noted at 6.4-6.7 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with lead friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the atrial lead. The lead was explanted and replaced. The patient was stable.